Manufacturer narrative:
The reported event of new pcu cords product issue file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the electrical "cords are very sloppy and loose" when connect to the new pcu's. The cord and an after-market cord that was purchased was already damaged on a new pump .it was reported by biomed that the older pcus cords were much more solid and stable in the housing. There was no report of patient involvement.